Event description:
Following the implant procedure that occurred on (B)(6) 2023, later that day the patient was noted to have arterial bleeding in the inguinal area. The issue was resolved by covering the vessel with a stent and the patient was noted to be stable. The physician noted in the patient's file that these adverse events were unrelated to the cardiomems implantation. The access puncture was supported using ultrasound and no bleeding complications were detected via sonogram. The patient was noted to have an atypical arteria epigastric inferior and the physician believed this was a rare patient specific complication. The time of the adverse event was not clear as the patient remained symptom-free following the procedure. Nothing unusual occurred during the procedure, there were no difficulties inserting the delivery catheter into the introducer, no difficulties retracting the delivery catheter from the introducer, and overall there were no performance issues with the hf sensor delivery system. The patient did not experience symptoms until three to four hours later when abdominal pain was noted. The arterial bleeding was then noted via sonogram and an angiogram. The delivery catheter was discarded following the procedure. The introducer used in the procedure was a non-abbott introducer.

Manufacturer narrative:
The reported issue was investigated but cannot be conclusively confirmed at this time as the root cause is unknown. In addition, the device was not able to be investigated as it was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported event could not be determined.